Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported events cannot be conclusively determined; however, clinical factors that may have contributed to the reported event are the continuous, non-pulsatile flow of the pump, anticoagulant therapy, and the patient's past medical history. There are patient, procedural, and pharmacological factors that may have contributed to this event.

Event description:
It was reported by the medical personnel that during routine patient updates, patient was admitted to clinic on 10/19/15 for nausea and vomiting (n/v) and had gi bleeding episode during admission. Patient was recently started on octreotide for history of gi bleed. The site thought it may have been related to medication and stopped the octreotide. Patient also noted to have frequent suction events. Patient had a gi bleed on (B)(6) 2015 while admitted. A video capsule endoscopy (vce) was done on (B)(6) which showed multiple arteriovenous malformations (avms), but at this point the patient's hemoglobin (hgb) had stabilized and no further overt signs of bleeding were noted. No invasive interventions were performed. Of note, this patient was originally implanted at northwestern with outflow anastomosis to the axillary artery which was later revised to be anastomosed to the descending aorta 6 months later for numerous low flow alarms. Rv dysfunction was questioned, but looked okay on transthoracic echocardiogram (tte). Octreotide was restated for the site now believes the nausea/vomiting (n/v) was related to suction events creating inflow obstruction. The patient's speed was decreased from 2700 to 2600 rmp with a decrease in suction events seen. Patient was discharged home on (B)(6) 2015 and to date is doing well.